Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an ¿unable to proceed restart 38¿ during a rewind, consistent with a motor stall alarm that persisted after a restart, and a replacement ilet was arranged. Symptoms included no change in blood glucose. Outcomes included device replacement and continued cgm use on the patient¿s dexcom g7 app. Investigation included troubleshooting by restarting and attempting a rewind, data synchronization to the mobile app, and arrangements for device return with a shipping label. Investigation of this device revealed a device malfunction consistent with a consecutive motor stall during insulin delivery, indicating a pump motor or drive mechanism issue. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction.